Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the connector part is corroded due to the liquid backflow, and the video connector alignment pins are broken. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the video system center front panel blinks due to inner connector being detached during preparation for use for a diagnostic procedure. The intended procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on e4, h6 and h10. Based on the results of the legal manufacturer's investigation, the reported phenomenon of ¿front panel is flashing¿ was reproduced and it was determined that it occurred due to connection failure of the internal connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.